Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. No device malfunction can be identified. At this time, it cannot be determined if the device may have caused or contributed to the patients experience. An evaluation of the device cannot be performed as only a small piece of the device was returned to arthrex. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Lot number was not provided so device history record review cannot be performed. There is no minimum or maximum established resorption rates for bio-absorbable implants. Bio-absorbable implants are designed with material qualities required to maintain necessary properties throughout the healing process under normal patient conditions. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2014, where a trim-it fixation screw, ar-4164b, was implanted into the patient. On (B)(6) 2016, the patient was in surgery to remove the trim-it fixation screw as the head was not being reabsorbed. Parts of the screw were removed and will be sent back for testing. Nothing was put in place of the explanted device.